Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order had not crossed. The technical support specialist (tss) dialed into the server and checked the station sync information. The last upload and last download showed the current date and time. The station data synchronization debug and station med application was checked, and no errors were found. The patient and order details shared in electronic protected health information were reviewed. The patient and order were showing in the es server. The order was visible and had an advanced stop date, but the patient was in admitted status. Further checks revealed no errors related to the order or patient. The unit assigned to the station and patient was verified, and it was found that the station had been set to non-profile mode, meaning no orders would appear on it. The customer was called and acknowledged the finding. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not communicating, and new orders are not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.